Event description:
Device malfunction: none. Symptoms/ae: headache and frontal bleeding. Time of symptoms/ae: after the carotid stenting procedure, date of occurrence was 2006. It was reported that the pt returned to the hospital after a few days post-carotid stenting procedure complaining of a headache. An CT/mr was performed and frontal bleeding, probably a small infarct area was found. The carotid stenting procedure was reported to be successful using an accunet and acculink. No pre or post dilitation was performed in the stenosis; however, there was good angio control after the procedure. "Asoflow was stopped and plavix in monotherapy. Clinical and mr favorable evolution, spontaneous regression is expected." No additional info was available.

Manufacturer narrative:
The devices were discarded by the facility. A review of the mfg paperwork is being conducted. Please note: a gore excluder aaa endoprosthesis contralateral leg component was also implanted (pcc141400/lot#023083701).